Event description:
Customer reported difficulty in pressing the pump's wake button, requiring multiple attempts to activate the screen, and occasional need to plug in the pump to turn on the screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.